Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the hlm tubing circuit fell off the sx oxygenator venous outlet port. The product was not changed out. There was 400-500ml of blood loss. There was no harm to the pt. The surgery was completed successfully.